Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) false positive flu b patient result was obtained, simultaneously with a positive sars-cov-2 result from a veritor analyzer. Upon confirmatory testing by using another combination kit, the patient sample was negative for flu and positive for covid. There were no health impact or consequences reported. Eua(B)(4).

Manufacturer narrative:
The information for the 510k is as follows: g4. PMA/510(k)#: eua (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) false positive flu b patient result was obtained, simultaneously with a positive sars-cov-2 result from a veritor analyzer. Upon confirmatory testing by using another combination kit, the patient sample was negative for flu and positive for covid. There were no health impact or consequences reported. Eua (B)(4).

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 17-oct-2025. H3: device eval by manufacturer?: yes. Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges false positives when using bd veritor¿ sars-cov-2 and flu a+b assay (material#: 256088), batch number 4328851. The customer reported that they received 3 false flu b positive results while using the veritor kit. They performed confirmatory pcr testing or retested with a combo kit and received negative flu b results. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. Return samples were received and functionally tested, the results were acceptable and passing. There were 4 photos received; one with kit lot information, one with the analyzer information, one with a used cartridge and one with the reading from the analyzer. In the photo with the analyzer, it shows the flu b and sars positive results. The customer performed 2 confirmatory pcr tests for 2 patients, receiving covid positive and flu negative results. For one patient, they retested with a combo kit and received a covid positive and flu negative result. Therefore, the reported issue is confirmed. The root cause cannot be determined. A trend analysis for false positive was conducted, no adverse trend was identified. There were no corrective actions taken at this time.